Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Title unknown/ not provided. First/given name: unknown / not provided. Last name unknown / not provided. Email address unknown / not provided. Occupation unknown / not provided.

Event description:
It was reported loosening of the screw.

Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). One certain gold-tite hexed screw (iunihg) was returned for investigation. Visual evaluation of the as returned product identified signs of wear due to usage. The device was in good condition. The customer reported repeated loosening of screw. This investigation was focused only on the first loosening event. Functional testing to recreate the reported event could not be performed due to the nature of the event. No pre-existing conditions were noted on the per. The device had been placed on an unknown tooth location for an unknown amount of time.x-ray or picture images were not provided. DHR review was completed for the subject lot number (1193666). It was confirmed that all operations and inspections were executed as per applicable procedures. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was completed for the subject lot number (1193666). Only one other complaint about nonconforming products was identified.july post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did not occur; however, the reported event could not be verified as the exact details of event are unknown/verifiable.

Event description:
No further event information is available at the time of this report.